Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as onset. A day after the onset, the patient was treated with meropenem injection (1 gram, after 3 days, route not reported) for peritonitis. Two days after event onset, the patient was recovered from the event and was discharge the following day. Pd therapy was ongoing. No additional information is available.